Event description:
It was reported that the surgeon was performing a poster decompression fusion between t10- sacrum 1. At the end of the procedure when the surgeon torqued the locking nuts on the uss screw, the collar grooves broke. The surgeon replaced the collar grooves and was able to complete procedure successfully. The event delayed the procedure by 10-15 minutes. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes mni and kwp. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.